Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted could not be fixed in the designated position. The lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.